Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the insulin pump had critical pump error alarm and pump error alarm. The customer's blood glucose value was 147 mg/dl. The customer stated that he able to saw critical pump error image on screen. The customer also reported blank and frozen display. The customer stated that the neither battery cap nor battery compartment was damaged or corroded. The display returned after inserting new battery. Troubleshooting was done. The customer stated that he able to saw critical pump error image on screen. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies. Device powered up properly after battery installation. No blank display or frozen screen noted during testing. Unable to verify a broken force sensor was detected during seating or regular delivery error alarm due to critical pump error.